Manufacturer narrative:
The technician cleaned the hi/low drive brake and spring assembly to repair the bed.

Event description:
Information received indicates the bed is drifting down and is squeaking.